Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was sepsis, subphrenic abscess, and congestive heart failure. No further information was available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was normal.